Event description:
It was reported that 700 bd ultra-fine¿ ii short-needle insulin syringes' had no lot information on their labeling. The following information was provided by the initial reporter: "poly bag torn and lack of lot information, 7 poly bags ...poly bag shown to be torn and printed info missing."

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (3) photos of multiple 0.3ml 30ga 8mm polybags, reporting label information missing. The photos were visually examined, and no issues or evidence related to label information missing were observed. Based on the photos provided, embecta was not able to confirm the reported failure. A review of the device history record was completed for batch # (B)(4) all inspections were performed per the applicable operations qc specifications. The root cause could not be determined because the issue could not be confirmed. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 700 bd ultra-fine¿ ii short-needle insulin syringes' had no lot information on their labeling. The following information was provided by the initial reporter: "poly bag torn and lack of lot information, 7 poly bags. Poly bag shown to be torn and printed info missing."